Event description:
It was reported that pump touchscreen became frozen and stopped responding to input, preventing customer from interacting with pump screen despite no visible damage. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from Technical Support, but issue persisted, so customer switched to multiple daily injections as backup therapy while Technical Support arranged shipment of replacement pump under warranty.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.